Manufacturer narrative:
The reported model is a monofocal intraocular lens, with a fixed focal length. It is unknown if the surgeon targeted for near or far. The patient has stated distance vision is good. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, her friend cannot see nearby. The customer was unwilling to provide further information.